Event description:
Patient revised due to pain. Inoperatively found loosening of tray and femoral component and polyethylene wear of insert.

Manufacturer narrative:
The depuy warsaw research fellow examined the submitted devices and found evidence suggesting femoral component loosening and some polyethylene wear. The investigation could not draw any conclusions about the femoral component loosening. Embedded particles of cement and/or bone were identified in the tibial insert articulating surfaces, which likely contributed to the polyethylene wear. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.